Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during remote follow-up, noise on ventricular lead was observed. X-ray showed the lead to be intact but there may be a question as to some lead damage at the device lead interface. The physician is referring the patient to another facility for lead extraction in the future. Patient¿s condition was stable.

Manufacturer narrative:
The complaint is on the rv lead not on the lv lead. Manufacturer reference number: 2938836-2019-03976.